Event description:
The surgeon reported that postop routine cataract removal and intraocular lens implant surgery, the patient developed corneal edema and increased intraocular pressure. A slit lamp examination revealed an opaque optic on the implanted lens. The iol was subsequently removed and replaced at two weeks postoperative.